Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this pacemaker previously showed two years remaining longevity. During the recent device check, the device reached elective replacement indicator (eri). Boston scientific technical services (ts) discussed possible reason for this issue. Generator changed was scheduled. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. Patient code appropriate term / code not available was used as there were no device related clinical symptoms observed.

Event description:
It was reported that this pacemaker previously showed two years remaining longevity. During the recent device check, the device reached elective replacement indicator (eri). Boston scientific technical services (ts) discussed possible reason for this issue. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.